Manufacturer narrative:
(B) (4).

Event description:
The patient had surgery because, one of her leads "was not working right". It was noted that her lead had moved and was not providing beneficial stimulation. She was at home and was re-directed to her physician. Further information was requested from the healthcare professional.